Manufacturer narrative:
Product has been requested to be returned but has not been received. (B)(4).

Event description:
The customer reported the buckle is placed backwards on the gait belt. Customer did not provide a date when this was found. There was no patient incident or injury reported.